Event description:
Probe appeared to overheat and malfunction x 2 probes. Gyn omni laser probe x 2 appeared to malfunction md stated probe overheated while in use, changed probe also malfunctioned rep said defective probe velocity high performance fiberrfe.332005, lot la181026at-p1, exp 11-30-2020, and velocity high performance fiber ref: 33205, lot # 181218cn-p1. FDA safety report ID# (B)(4).